Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the non-pacemaker dependent patient presented in clinic with episodes of non-sustained lead noise due to far field p-wave oversensing. Programming changes were made.